Event description:
Subsequenly, received information that because the patient was transferrred to another hospital, no further information can be provided regarding this event.

Manufacturer narrative:
This rv lead remains in service for the time being. A lead revision procedure will be performed in the near future. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
The status of this lead is unknown, and no further information can be provided. Please accept this as a final report. Should additional information become available this report will be updated.

Event description:
Boston scientific received information, that during a follow-up procedure, inappropriate shock due to oversensing was observed when reviewing stored episodes. Noise was visible on the right ventricular (rv), and right atrial (ra) channels. The physician suspected this rv lead had insulation damage, and was possibly fractured. The decision was made to perform a lead revision. This patient, however, developed complete thrombosis. The procedure was stopped, the pocket was closed, and the patient was being transferred to another hospital for lead revision. Tachycardia therapy was programmed to monitor only, and the physician was advised to monitor the patient constantly. There were no additional adverse patient effects reported.